Event description:
It was reported tubing snapped at the junction where the tubing is bonded to the plastic that engages with the cap. The product broke into two pieces. Port was accessed (B)(6) 2025 and was broken (B)(6) 2025. This event required the patient to present to the ed. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detached tubing is confirmed and was determined to be supplier related. One 20 ga x 0.75 in miniloc infusion set was returned for evaluation. An initial visual observation revealed the sample was returned with a missing luer adaptor. Significant amount of biological residue was observed within the tubing and the safety mechanism was observed to be engaged. Under uv light, some fluorescence was observed a few centimeters away from the proximal end of the extension tubing; however, near where the luer adaptor should be connected to the tubing no fluorescence was noted, indicating no adhesive was present at this connection. A microscopic observation revealed no damage or deformation on the proximal end of the extension tubing, and it appeared to be the manufactured end. These findings indicate improper adhesive application at this junction likely happened during the manufacturing process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.